Event description:
It was reported to medtronic neurosurgery that the valve¿s pl setting was adjusted two times after it was implanted, but that it was then explanted because the physician was subsequently unable to adjust it. According to the report, the patient did not incur an injury as a result of the event and was in stable condition following the procedure. The report states that the patient was under observation in the hospital.

Manufacturer narrative:
All performance levels of the returned valve could be set with a single attempt, and it did not spontaneously adjust levels within the duration of testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. The valve was patent, and met the requirements for siphon, pressure-flow, and preimplantation testing. However, it did not meet the requirements for leak testing due to two tears in the silicone over the reservoir, or for reflux testing due to the presence of proteinaceous debris within the valve. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. Also, debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).